Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The cup impactor is crossthreaded.

Manufacturer narrative:
Examination of the returned device confirms thread damage. The lead thread has been bent in towards the second. The thread interface is loose. The damage noted is consistent with a mating device not being fully threaded onto the handle. The force from the impaction is transferred from the mating device to the instrument. The lot code indicates the device was released to distribution in july 2006 and is over nine years old. The root cause is wear out and inadvertent user error. No corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.